Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. The patient's left lead was stated to be at fault, howerever both were reported upon. Both leads were explanted and replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) reporting that the patient complained of left calf pain. X-rays showed that the patient's left lead had fallen laterally. Dr (B)(6) removed both of the leads and replaced with a single lead to the right to cover the patients worst pain (replacement serial number: (B)(4)). Following replacement the patient got great coverage. Indication for use includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.